Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:abdomen") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal):vaginal infection") with vaginal discharge, fatigue ("fatigue"), anaemia ("anemia") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss specify which one:weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhoea (cramping)"). The patient was treated with surgery (incisions in fallopian tubes to remove essure implants/surgical removal of coils). Essure was removed in 2015. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, migraine, headache, fatigue, weight increased, anaemia and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection and dysmenorrhoea had resolved. The reporter considered alopecia, anaemia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy note: date of implant : 2011, (B)(6) 2010, tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received. Reporters information updated. Events:injury were updated to abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal),bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: abdomen, dysmenorrhea (cramping), pain, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: anemia, hair loss ,plaintiff does not undergo essure confirmation test, vaginal discharge were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.